Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. After creating the right and left atrial maps, there was a map shift of about 1cm on the carto 3 system. There were no error messages or alerts, and no patient movement. The reference patches on the location screen are confirmed that none of the patches had moved. The map had shifted closer to the left pulmonary vein and the coronary sinus. They created a new map, with new shells for the left and right atrium, and the procedure continued. When using the force vector, it was discovered that the map has shifted too far towards the left pulmonary vein (pv). A remap was done and found that the lesions had moved over. It was also found that while ablating the cavotricuspid isthmus (cti) (map created prior to la shell), that the coronary sinus (cs) was much closer in the previous map. A remap of the left atrium (la) and then right atrium (ra) showed a shift of about 1cm. There was no cardioversion that caused the map shift. A cardiovert was done later in the case, but it did not result in a map shift. The map shift issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware evaluation was completed on 25-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. Hardware evaluation details: the bwi field service engineer (fse) spoke with the bwi representative at the account. The map shift was traced to metal interfering with the late potentials (lps) field. Cases were done after this case without any issue. System was confirmed to be in service and ready for use. The issue was investigated by the device manufacturer. It was found that the reported map shift was a result of high metal level on catheter below warning level. An internal corrective action has been opened to investigate the reported issue. The history of customer complaints reported during the last year associated with carto 3 system # #14616 was reviewed. No similar complaints were found. A device history record evaluation was performed for the finished device 14616 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).